Manufacturer narrative:
The tech found the hi/low drive worm gear was dirty. The tech cleaned the hi/low drive assembly to repair the bed.

Event description:
Info received indicates the hi/low function is drifting down.